Event description:
As initially reported, during stent exchange procedure, the physician noticed that the stent included in the 'universa firm ureteral stent set' was "defective". However, upon review of a photo provided by the customer, it was revealed that the proximal coil of the stent appears to have separated. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = purchasing department (unspecified role); health professional = no. Investigation ¿ evaluation. As initially reported, during stent exchange procedure, the physician noticed that the stent included in the 'universa firm ureteral stent set' was "defective". However, upon review of a photo provided by the customer, it was revealed that the proximal coil of the stent appears to have separated. The patient did not require any additional procedures or experience any adverse effects due to this event. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for evaluation. However, a photo was provided that shows a stent inside a pouch with a product label that matches the reported lot. Only half of the stent is visible, the pigtail is incomplete and on zooming into the image it appears the stent tubing at the tip of the curl is jagged. This suggests that the stent tubing separated. Based on the ink marks on the stent tubing it appears to be the proximal end where the tether would have been attached where the stent has separated. The stent also appears to have been discolored by darker unidentifiable material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied. Upon removal from package, inspect the product to ensure no damage has occurred. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Based on the available information, no product returned, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. Part of the proximal coil of the stent appears to have separated. Additionally, it is not possible to rule out that the stent was damaged whilst attempting to remove the tether. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.